Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer sent the product back for analysis.